Manufacturer narrative:
The pushwire and marksman catheter were returned for evaluation without the pipeline; therefore, the event cause could not be determined. (B)(4).

Event description:
Treatment of a left unruptured cavernous saccular aneurysm measuring 18mm x 9mm in size. During the procedure, it was reported that two pipelines required manipulation to open proximally. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00570.